Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash. It was described as red, hot, blistered areas under the therapy electrodes. The patient reported an allergy to nickel. There was no alleged device malfunction contributing to the irritation. Patient was advised to remove the device by a physician. Follow up indicated that the irritation has gotten much better.